Event description:
It was reported that the device was used during a laparoscopic liver transplant. The device was not working. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date stent: 06/08/2009. Lockout post broken. Evaluation summary: the er420 instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within mfg requirements when tested; however, the device didn't lockout as intended. The instrument is designed to lockout when all clips have been fired. The instrument was disassembled and the lockout posts were noted to be broken, which denotes that the lockout had been fired through. A batch record review was performed and no anomalies were found during the mfg process.